Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the electrode is missing. The electrode posts are still in the tip. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the controller generated an e7 error when the wand was connected. The resistance measured at 1.30 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states based on the limited information provided, a thorough clinical assessment cannot be performed at this time and the patient impact beyond the reported events could not be determined. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time. H11: corrected information in h6 (health effect - impact code).

Event description:
It was reported that during an acl, an ambient super multivac´s tip electrode fell off. The broken pieces were removed from the patient. Surgery resumed after a non-significant delay, however it is unknown, how the procedure was finished. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).